Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the surgeon stated that universal surgical manipulator (usm) 4 did not have correct mobility. The customer stated that they were in a procedure with one surgeon on the console and the other was assisting bed side. Customer stated that the surgeon was not able to manipulate usm 4 appropriately and cannot articulate the instruments enough as a result. Customer stated that even when usm 4 is locked in place (not clutched) the bed side surgeon is able to move usm 4 if force is applied on top of the arm near the light emitting diode (led) in the left to right (yaw) direction. Customer stated that usm 4 had a noticeable amount more play when moving it unclutched compared to the other usms. Customer stated that they've tried multiple instruments and reseated the sterile adapter in usm 4 with no resolve. Tse recommended the customer press the e-stop button on the console and recover to see if able to control usm 4 normally, but with no resolve. Tse reviewed the system logs and noticed a 23119 single remote center advisory error on usm 4 and a 23122 table integrated motion (tim) module data latency advisory error. Tse had customer confirm that the bed was still paired, which it was. Tse recommended customer reposition usm 4 so that it was in the remote center. Customer stated that the bed side assisting surgeon repositioned usm 4 prior to calling in and again while on the phone and with no resolve. Tse recommended customer redrape usm 4 and/or power cycle the entire system to see if it will resolve issue, but customer stated that the surgeon is currently suturing in a mesh and no longer wanted to troubleshoot. Customer would like for field service to schedule maintenance to resolve the issue. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was not reproduced during field evaluation. The universal surgical manipulator (usm) was replaced as a precaution. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed but replicated during failure analysis. The unit was tested on the in-house system and pass normal mode without any issue. Tried driving the unit on the usm and no friction or incorrect motion was found. The unit passed direction test, sensor check, carriage lissajous, sine cycle, carriage friction test, friction test, brake test, carriage strength test, carriage switches, carriage/axes controller motor (acm) fan and fiber test.